Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the patient was bitten by a horse fly on the back of the calf at the bottom very severely, this produced cellulitis and severe damage to the soft tissue. The doctor prescribed the allevyn adhesive dt 12.5x12.5cm ctn 10 for showering along with a plastic leg cover. The patient put the dressing on and showered, then removed the dressing and noticed that the dressing had adhesive all over it, even in the white cushioned part inside. This was very distressing as it took the whole of the ¿ulcer¿ off the leg, leaving just raw skin. Patient stated that it was very painful and left the wound to be prone to infection. Currently, the patient have a very large scar on the leg, which color and appearance does not look nice. Patient took clarithromycin 500mg, which was at first given to treat the initial bite but had to get extra tablets after the incident to try and prevent any infection. The wound after the incident had to be covered over to prevent infection and used richardson softpore which is a competitor device.

Manufacturer narrative:
H3, h6: the device used in treatment and was not returned for analysis. The photo provided confirms a relationship between the device and the reported event, however, a root cause could not be determined by viewing the photo. Probable causes include inappropriate application, or too frequent dressing changes, especially in patients with fragile skin, which can lead to skin flaking. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A review of complaint history did not reveal similar events for the listed batch and part number with no manufacturing problems observed. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. A review of prior escalation actions found no actions applicable to the scope of this case. A clinical/medical assessment was performed and determined no further actions are required. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Updated results of investigation: the devices were returned for analysis. Visual inspection found no defects. Functional evaluation found no faults with the returned samples by the test. There was no issues found with adhesion. However the photos provided show the skin was torn leaving raw skin, and then the wound healed with a scar, which establishes a relationship between the device and the reported event. The product specification for allevyn adhesive defines the adhesive wound contact layer should cover total area of the dressing. The product is adhesive all over including the absorption pad area in design. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review did not reveal any similar events for the listed batch or part number. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Inappropriate use, or too frequent dressing changes, particularly on patients with fragile skin, can result in skin stripping. During early stages of wound management allevyn dressing should be inspected according to local clinical protocol. A review of prior escalation actions found no actions applicable to the scope of this case. A medical assessment was performed and determined no further actions are required. It is unable to rule out user error as a contributing factor to the allevyn dressing taking ¿the whole of the ulcer off the leg, leaving just raw skin¿ as it was reported that the dressing was removed the same day as it was applied. Per complaint details, the patient had to take additional antibiotics to prevent infection and a competitor¿s device was used. The impact to the patient beyond that which has been reported cannot be determined. No further clinical/medical assessment is warranted at this time. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. The probable root cause is identified as inappropriate application, especially in patients with fragile skin, which can lead to skin flaking. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.